Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer reports an elevated ast results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that elevated levels ast results. Elevated levels ast results

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 12-sep-2023. H3. Investigation summary: bd received 100 samples for investigation. Further clinical testing could not be conducted as the tubes were expired at the time of review. A shelf pack of customer returns were received 12sep2023 but the tubes had expired 31aug2023. Clinical evaluation cannot be conducted on expired tubes. 90 retention samples were inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes customer reports an elevated ast results. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that elevated levels ast results. Elevated levels ast results.